Event description:
It was reported that the system displayed a control panel error. This error causes the system to immediately shut down. There is no report of injury or death in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on control panel board was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.